Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received inquiring about not yet receiving delivery of a replacement adc device. The replacement device was issued as customer reported an issue with the touch screen of the device not responding. As a result of delivery delay, on (B)(6) 2022 the customer experienced sweating and had a seizure, and was provided oral sugar paste and coca by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.